Event description:
It was reported by consumer that the right crossbrace on the 9xt wheel chair has severed in half. (B)(6) 2015 updated - provider called to advise end user contacted him. Provider states right cross brace is broken and hand rims are all dinged up. The provider did not have any additional information regarding issue and states chair is owned by end user.